Event description:
It was reported that a patient underwent a finger fracture procedure with bone grafting and kirschner wires. During the procedure, it was discovered that one of the two t-4 screwdriver shafts in a set was chipped on the head, while the other shaft was twisted near the head. The chipped shaft was discarded by the facility. The procedure was completed successfully without any time delay or further complications. The patient¿s status is reported as ¿fine.¿ this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient identifying information is not available for reporting. Event date: unknown. Device is an instrument and is not implanted/explanted. Device was discarded; will not be returned for manufacturer review/investigation. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.